Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08824. It was reported that balloon ruptured occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified left forearm vessel. A 110cm, 8cm v-18¿ control wire¿ was attempted to cross the lesion but the tip got kinked. The wire was then replaced with a non-bsc guide wire. Plain old balloon angioplasty was then performed using a 5.0mmx40mmx40cm sterling balloon catheter. However, upon the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The balloon was replaced with a 4.0mmx40mmx40cm sterling balloon catheter; moreover, upon the first inflation at 8 atmospheres for 8 seconds, the balloon also ruptured. Both devices were completely removed from the patient's body and the procedure was completed with a 6mmx40mm non-bsc balloon catheter. No patient complications were reported and patient's status was good.